Manufacturer narrative:
The device was returned to smiths medical. The cuff of one of the returned samples was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from tears in the cuff. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that there were holes / tear along the side of the cuff. No patient injury was reported.